Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it displaying a patient circuit disconnect alarm was confirmed. Ventec replaced the exhalation control module (ecm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue was the ecm.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it was displaying a patient circuit disconnect alarm. There was no patient use associated with the reported issue.